Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the customer called in to report that the patient side cart (psc) light emitting diode (led) turned red, and the vision side cart (vsc) touchscreen had a blank screen. The customer had rebooted the system twice, and the vsc touchscreen was not showing a video image. There was no issue with the video image on the surgeon side console (ssc) high resolution stereo viewer (hrsv) and external monitor. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer reboot the system again, and normal system operation was restored. The tse reviewed the system event log and identified error 307 pointing to the personality module vision acquisition (pmva). The customer also reported that this same issue occurred immediately upon powering on the system. There was no reported injury. On (B)(6) 2022, the isi field service engineer (fse) obtained the following additional information from the customer regarding the reported event: the patient had a resection of the left adrenal gland tumor. The procedure was converted to laparoscopic surgery and completed successfully. On (B)(6) 2022, isi performed follow-up with the fse and obtained the following additional information regarding the reported event: it was confirmed that ports were placed at the time of the event. The error returned three times during the case, and the surgeon elected to convert to laparoscopic surgery. The patient was recovering well.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse reviewed the system logs and noted that the system had many errors that day. The fse suspected that the vision side cart (vsc) power supply was faulty. The fse checked the cables and wall power sockets and discovered that the wall sockets had serious quality issues. The system would generate a fault, and the vsc touchscreen would lose power supply 3 when the fse shook the power cables. The fse replaced the wall socket, and normal system operation was restored. The fse elected to not replace the personality module vision acquisition (pmva) since the reported problem was already resolved by replacing the wall socket. The system operated fine during the maintenance process. The fse tested the system again and error 86 occurred. The fse noted that error 86 was resolved. The system was tested and verified as ready for use. A review of the site's system logs for the reported procedure date was conducted by an isi technical support engineer (tse) during the initial troubleshooting. The tse identified error 307 pointing to the pmva. In addition, a review of the site's complaint history showed a similar issue with the system occurred during another procedure. Please refer to the report with patient identifier 483297 for additional information. No image or video clip for the reported event was submitted to isi for review. Additional log reviews confirmed that system sk3120 was used on 17-may-2022. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the personality module vision acquisition (pmva) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed/reproduced the reported failure. The pmav was installed into a test system, and the reported failure was replicated. The pmav failed to communicate with the system through a laptop. There was a 307 error - no pmva in gemini download application (gdla). It was determined through troubleshooting that the video branch (vbr) had a firmware brick.

Event description:
Refer to h10/h11 for follow-up information.